Event description:
During a neuro laminectomy, a codman kerrison was to be used. The scrub nurse checked the screws in the instrument to make sure that they were tight. The instrument was passed to the surgical field. In the course of using the instrument a screw fell out (into the wound) and was retrieved from the wound by the surgeon. The instrument malfunctioned during surgery on 6/17/99. Specifically, a screw fell out of the instrument and into a surgical wound. There was not any apparent injury to the pt. It is not known yet if this incident was the result of operator error or defective/malfunctioning equipment; however, the surgical staff indicate that all screws were checked for tightness prior to use. A rep from the MFR (codman) was notified on 6/21/99 of the incident, and asked to come pick up the instrument.